Event description:
It was reported that the patient¿s pump was removed because, it ¿kept moving around¿ so it was taken out. It was later reported that underdose occurred and that the patient never had therapeutic effect/relief with the pump. A ¿blood clot¿ formed around the patient¿s pump and they had to reportedly open her up and clean out the blood clot and ¿make a pocket for it¿. The pump was then reportedly roaming around and ¿tightening itself, it was pulling on my spine¿. It was reported, the patient ¿lost some weight¿ before having the pump put in and was ¿jiggly¿. The pump was moving around the body and the catheter was wrapping around the pump and pulling it out of the spinal cord area. The medication was reportedly coming out in ¿big spurts¿ and would cause the patient to get nauseous, dizzy and sick. The patient reportedly went back in to surgery in (B)(6) 2011 to get the blood clot out. The blood clot so large the patient had to push it in to get dressed. When the health care provider (hcp) went in to remove the blood clot he had indicated the blood clot started at the pump and went around to the patient¿s back. The patient had the pump taken out after that. The device system was used to deliver fentanyl and marcaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).